Event description:
While attempting to pass a .014 boston scientific 'journey' wire through a calcified, infra-popliteal, diseased lesion, a section of the tip of the wire appeared to fracture and this fractured tip was left behind.